Manufacturer narrative:
Updated fields - b4, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields - e1 (event site address, event cite city). It was reported that during pre-work inspection the cs300 intra aortic balloon pump (iabp) display was not displaying properly (almost blacked out). No patient involvement and no harm reported. A getinge field service engineer (fse) checked that the display was not displaying properly (almost blacked out) as the result the customer experienced that power wouldn't turn on. The symptoms improved after rebooting, but fse reported to the hospital staff that the cause may have been a display-related board or cable failure. In japan, the cs300 is no longer available for service, so repairs will not be carried out.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name: (B)(6). Event site city: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during daily pre-work inspection of cs300 intra-aortic balloon pump (iabp) the power won't turned on. There was no patient involvement.